Event description:
Customer called in reporting that his insulin pump is leaking and the screw that pushes the reservoir is a little wobbly. He stated that the insulin pump was dropped. Customer reported there was fluid in the reservoir compartment, and that is smells like insulin. When the customer puts his finger in the compartment, he feels moisture. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.